Manufacturer narrative:
Citation: box hammer et al. Right heart function matters: prognostic value of spap, tapse and rv¿pa coupling in a real-world cohort of tavi patients. Cardiovasc interv and ther. 41, 724¿736 (2026). Doi: 10.1007/s12928-026-01257-3. Published 25 february 2026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognostic impact of systolic pulmonary artery pressure, tricuspid annular plane systolic excursion, and rv-pulmonary artery coupling in a real-world transcatheter aortic valve implantation (tavi) population. The study population included 565 patients who were predominantly female with a mean age of 82.1 years old. All patients were implanted with a medtronic device which included evolut r, evolut pro or evolut pro+ bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, major vascular complication, moderate paravalvular leak, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.